Manufacturer narrative:
Incident device will not be returned. Upon eval of product within the same lot, a follow up report will be submitted.

Event description:
During the use with gelpoint, the following occurred: three of purple trocars during case came out of gel. There was gel inside one trocar seen when putting in camera. Leakage around port. Checked alexis and it was al the way rolled down. Lot of drag in the trocars. Seal inverts when instruments are removed. Other ports had to be put into abdomen to finish case.